Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported via the sales rep that there have been several revision cases due to trunionosis between a cone-conical stem and a v40 lfit 44mm head.